Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high" mg/dl. Customer alleged that the pump stopped delivering insulin without user input, however a review of the pump data logs confirmed the pump was functioning as intended; cause of the high bg could not be determined. No additional information was provided pertaining to this event.